Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. Customer technical support assisted the customer over the phone and advised customer to replace the sample probe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for hba1c (hemoglobin a1c) and total bilirubin on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.